Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis, wear and loosening of the tibial tray components at the cement to implant interface. Unknown cement was used. This patient has a left total lcs knee that was done in the 90's. The tibial tray has subsided and was loose. The tibial tray was loose and came out with no cement on its backside. The femur was porous and well fixed, but still removed due to exposure. The metal backed patella was retained, but the poly button on it was replaced. During the surgery, the t-handle for the reamers would stuck and hold the reamer making it difficult for removal. Doi: unknown, dor: (B)(6) 2019, left knee.